Event description:
It was reported that revision surgery was performed. The liner and femoral head were exchanged, the acetabular cup was not revised.

Manufacturer narrative:
Corrected data: lot number and device manufacture date corrected. Additional manufacturer narrative: the devices detailed for this case indicate that this is an off-label application of a hemi head with an r3 liner, as this is not an FDA approved use of hemi heads in the USA.